Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info the pt suffered a loss of stimulation of the right side following a fall. Impedance readings were >10,000 on electrodes 4-7. The two extensions tested high impedance during surgery and were removed and replaced. Pt suffered no injury and recovered without sequela.